Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Waiting for customer's decision if re-intervention will be performed.

Event description:
Reportedly, during a scheduled fu the physician noticed noise on both a and v channels. A insulation issue due to abrasion between leads or bones was suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Updated information: 5. Describe event or problem: additional information updated g3.3. Date received by manufacturer: changed to 12/04/2023 as info about patient status received this case will be closed with no changes in conclusion compared to the preliminary report from 09/02/2023 it will be re-opened in case new information are provided or the subjected devices become available for expertise.

Event description:
Reportedly, during a scheduled fu the physician noticed noise on both a and v channels. A insulation issue due to abrasion between leads or bones was suspected. As reported on (B)(6) 2023 the patient will be registered for remote monitoring. Currently no re-intervention planned